Event description:
New information received on (B)(4), 2018 states that high, out of range, high voltage capture inadequate capture threshold issue was observed on the ra lead. Patient was asymptomatic with no ill effects. Lead was explanted and a new lead was implanted. Patient was stable post procedure with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for a device replacement procedure, high, out of range, high voltage lead impedance issue and noise issue was observed on the ra lead. Sensing and capture values were normal and in range. Upon chest x-ray review physician suspected he will be unable to get to venous access without explanting the ra lead first. Physician opted to leave the device and lead implanted. Programming changes were made. Patient was stable. No further information available.